Manufacturer narrative:
The insulin pump was received with end cap broken off and missing. No additional damage noted during physical inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a broken case. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.